Event description:
No additional information.

Manufacturer narrative:
Correction: lot # correction to align with sample received.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your reported issue of a damaged catheter was confirmed; however, the root cause could not be determined. One 24g insyte autoguard was provided for investigation. The sample exhibited evidence of use. The needle was received protruding through the catheter tubing, which created a v-shaped breach near the tip. Due to the evidence of use, the damage may have occurred during the insertion process; however, the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The catheter had a breakage at its tip, the patient felt pain while inserting.